Event description:
A patient underwent an ablation procedure with a thermocool® smart touch¿ electrophysiology catheter for which biosense webster¿s product analysis lab identified a hole on the pebax with reddish material inside and internal parts exposed. The finding was identified on (B)(6) 2022. It was initially reported that during the procedure there was an issue with the catheter's force. A second catheter was used to complete the operation. There was no adverse event reported on patient. Force issue is not MDR-reportable. Hole in the pebax is MDR-reportable.

Manufacturer narrative:
The product investigation was completed. Device evaluation details: visual analysis of the returned smart touch unidirectional catheter revealed reddish material inside the pebax and a hole on the surface. Magnetic sensor functionality test was performed, in accordance with bwi procedures. The returned sample was connected to carto3 system and error 106 was displayed on the screen. Therefore, the catheter was dissected on the tip area, loss of electrical continuity of the paired wires to the sensor was found. The conclusion is an internal failure of the sensor. The hole at the pebax with reddish material inside it could be related to the force issue. A manufacturing record evaluation was performed for the finished device 30607367m number, and no internal actions related to the reported complaint condition were identified. It should be noted that device failure is multifactorial. The instructions for use contain the following warning stated in the carto 3 system manual: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).